Manufacturer narrative:
Correction "it has been determined there is no allegation of deficiency on the pxc121200/06615502 device (B)(6). Device has been removed from the complaint.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc121200/06615502, UDI: (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2009 the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had a proximal type I endoleak (date and modality of images is unknown). There is aneurysm sac enlargement reported (amount is unknown). The cause for the type I endoleak is unknown. On (B)(6) 2020, the physician reintervened and implanted a gore® excluder® aortic extender endoprosthesis proximally and iliac extender endoprostheses bilaterally distally. The physician wanted further distal coverage in both common iliac arteries. The endoleak was resolved at the end of the case. The patient tolerated the procedure.

Manufacturer narrative:
Code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.